Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and driven on an in-house system. The instrument passed the recognition tests, engagement tests and, motion tests with jaws opening and closing properly. The instrument synced and sealed twice with no issues. The instrument also passed an electric continuity and ceramic dot test. Additional observation(s): the jaw cover was found to have tearing. Tears measured from .098¿ to .114¿ in length. There were no signs of thermal damage at the end of any tears. There was no material missing. The probable root cause of tears on jaw cover is partially or wholly attributed to misuse of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the synchroseal instrument had limited motion. The instrument's jaws were not moving naturally. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported.